Event description:
It was reported that an ambulance was involved in a fatal roll-over crash with a cot onboard. Allegedly, the patient on the cot died as well as the driver of the ambulance.

Manufacturer narrative:
The cot will not be examined because it is not possible to determine what structural damage could have occurred during the extreme forces created in the accident. A recommendation has been sent to the customer advising them to remove the cot from service permanently.